Manufacturer narrative:
Detailed product information was not provided to bsc. Due to the limited provided information efforts to obtain the product, patient, and initial reporter information could not be made. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and oversensing. This rv lead remains in service. No adverse patient effects were reported.